Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and the flex cable assembly connecting the user interface pcb to the pcb stack and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed assemblies were further evaluated in the failure analysis center. The cause of the reported issue was determined to be a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Event description:
The customer initially reported that their device was showing its service indicator and had logged an event code. After an evaluation of the device, it was observed that the customer's device would intermittently not complete a boot up cycle. There was no report of any patient use associated with the reported issue.